Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a diagnostic angiogram procedure. Reportedly, when withdrawing the proglide the sutures were stuck on the posterior side where the distal guide and the proximal guide meet. The device could not be withdrawn. A blunt clamp was used to get a better grip, however, this did not work. The physician pulled very hard to get the sutures out of the device, he tried opening and shutting the lever, twisting the device to different positions and closely examining it. The sutures were anchored in the artery. The physician cut the sutures from the device and then the sutures came straight out of the patient as the knot had not advanced. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult to remove was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation, there does not appear to be any indication of a product quality deficiency.